Event description:
This case was initially received via regulatory authority (B)(6) on 31-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("thread was left behind in uterus - coil was loose"), abdominal pain ("severe abdominal pains") and genital haemorrhage ("a lot and protracted blood loss") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "insertion went difficult" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("overtired"), mood swings ("mood swings") and vulvovaginal mycotic infection ("vaginal fungal"). The patient was treated with surgery (removal by endoscopy) and surgery (essure coil will be removed, including the fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, genital haemorrhage, weight increased, fatigue, mood swings and vulvovaginal mycotic infection outcome was unknown. The reporter provided no causality assessment for abdominal pain, device dislocation, fatigue, genital haemorrhage, mood swings, vulvovaginal mycotic infection and weight increased with essure. The reporter commented: it is unknown whether the patient has nickel allergy. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-sep-2017 for the following meddra preferred term: device dislocation -analysis in the global safety database revealed 1421 cases. Abdominal pain -analysis in the global safety database revealed 1240 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.